Event description:
It was reported that a shoulder revision surgery was scheduled to convert from a hemiarthroplasty to a total shoulder arthroplasty. There has been no product failure. The original surgery took place in 2003. F/u with the reporter provided info that the conversion/revision surgery was performed on (B) (6) 2009 because the pt's natural glenoid was worn. A competitor's glenoid device was implanted. The humeral head was replaced during the case; it was restated that there was no product failure with the original humeral device. The case was completed successfully. The pt quality of bone was reported as good. No further pt info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval, but has not yet been returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, there was no product problem related to this event. This is the first complaint of this type for this part/lot combination. If the device is returned and add'l relevant info is obtained, a f/u report will be submitted.